Event description:
The customer's husband reported that the customer was hospitalized due to stomach pain, severe headaches, and hyperglycemia. Troubleshooting was performed, and it was found that the insulin pump had alarmed no delivery numerous times prior to the event. The customer's husband stated that he did not know if the customer had attempted to change her infusion set following the alarms. The insulin pump passed the prime test. The high pressure test could not be performed at the time of the initial phone call because a tubing clamp was not available. However, the customer's husband called back after receiving a tubing clamp, and the insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.